Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and pain at the extension sites. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and extensions were explanted, and the lead was cut and left implanted to address the issue.

Manufacturer narrative:
Date of event is estimated.